Event description:
The customer reported the system x-ray switch was stuck on. The fse noted the customer indicated the "stuck switch" resulted in uncommanded x-rays outside a procedure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel x-ray switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.